Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the reading of the set pressure indicator did not settle and kept changing. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device wasn¿t returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service center in south korea. The evaluation of the device by the service center confirmed following: - the reported event was reproduced. - there was a failure of the pressure sensor. Omsc reviewed the manufacture history of the device and confirmed no irregularity. Omsc also found that more than seven years have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, the reported event was possibly occurred because the pressure sensor had broken down due to aged deterioration.